Event description:
Account states when removing the drain after 5-6 days, the drain tore off (in the white part, before the perforation). The drain was placed in the axilla; the upper part had been fixed with suture material to the skin. Due to the incident, the pt had to be anesthetized a second time to be able to remove the drain.